Manufacturer narrative:
Analysis confirmed the customer comment of atrial receptacle unable to hold a cable due to damage, the connector was broken. It was additionally noted that the hanger and lower case were also broken, the main label was damaged, the bosses on the display frame were stripped and that both wires on the liquid crystal display were pinched, with the wires exposed. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial receptacle of the external pulse generator (epg) had cracked plastic and that the cable would not stay in place. The epg was returned for service. No patient complications have been reported as a result of this event.